Manufacturer narrative:
The patient attended a follow-up appointment with the implanting clinician; during the follow-up, the physician noted that the leads eroded through the skin at both coil pocket sites, and the wound site appeared infected. The implanting clinician prescribed antibiotics (dosage, name unknown) and scheduled an explant procedure to be performed on (B)(6) 2020. On (B)(6) 2020, the implanting clinician removed both leads successfully. The clinical representative confirmed that the implant procedure was completed following the product instructions for use. The patient-reported to be receiving therapy up until the moment the device was explanted. Based on this information, the device erosion/infection was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion/infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the implanting clinician contacted the clinical representative to inform the patient had contacted him reporting infection and plans had been made to remove the leads on (B)(6) 2020.